Event description:
The customer reported the system exhibited a scandisk error and exhibited a possible hard drive failure. This error will likely prevent the system from booting to a usable state. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. The system operates as intended.